Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a no delivery alarm from his insulin pump. The customer's blood glucose level was 285 mg/dl. The customer stated that the no delivery alarm occurred when he was sitting down, then cleared when he stood up. Troubleshooting was declined. The product is not being returned. Nothing further was reported.